Manufacturer narrative:
A siemens customer service engineer was contacted by the customer and it was determined that the cause of the discordant tni and bnp was due to switched acid and base by the customer. The customer placed the acid and base in the correct positions. No further evaluation of the device is required.

Event description:
Discordant advia centaur cp troponin (tni) and bnp results were obtained on multiple patients. The laboratory repeated the samples after the problem was resolved and corrected reports were issued. There are no known reports of adverse health consequences or patient intervention due to the discordant tni and bnp results.